Manufacturer narrative:
Complaint (B)(4) retrospective filing 6/18 received customer pictures. 6/22 received 2 tubes 454247p/b18033hy for evaluation. 6/28 received customer rack label picture. 7/10 received additional picture from customer. 7/16 received 16 racks and 18 loose tubes of 454247p/b18033hy for evaluation. 7/26 received 1 tube of 454247p/b18033hy for evaluation. 8/20 received additional customer picture. We have no further complaints on the material/batch. Remaining inventory and customer samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. Remaining inventory - no damaged tubes were observed and samples tested were found to fill within the +/-10% tolerance range. Customers samples - some of the samples (10) were observed to have crooked caps/damage visible without the cap assembly being removed. Tubes which were visibly damaged were found to short fill. All remaining tubes tested which were not damaged were found to fill within the +/-10% tolerance range. The alleged malfunction is justified.

Event description:
Customer states tubes are deformed at the top and other tubes from the same lot number have loss of vacuum. Customer advises that tubes are transported (within 4 hours of receipt) to the off-site locations. Tubes are in vehicles with heat and a/c coming from a climate controlled warehouse. There is one lot involved from two different locations.